Event description:
It was reported that a 64-year-old female patient who underwent breast implant surgery with Mentor Medical devices (SM MPP GEL 350cc, Date of Implant (b)(6)2007) experienced breast implant rupture on the right side. It was also reported that the patient developed Capsular Contracture; Baker Grade III in the right breast. Left side gel leak was also found. As a result, the patient underwent bilateral replacement surgery with catalog number SMHB375; serial number (b)(6) on the left side, and with catalog number SMHB375; serial number (b)(6) on the right side on (b)(6) 2026. Additionally, pathology findings revealed the silicone granulomas in both capsules.Should additional information become available, this case will be re-assessed and notes will be updated.This MedWatch report is for the patient¿s right-sided device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.Photo was received and is under evaluation. Supplemental report will be submitted upon completion of photo evaluation.A manufacturing record evaluation (MRE) was performed, and no anomalies were found related to this complaint. In addition, the MRE verifies that the device was manufactured in accordance with documented specification and procedures.Reason for device explant and/or reoperation: Right Rupture, Granuloma, and Capsular Contracture; Baker Grade III.Mentor is submitting this report pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which Mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, Mentor, or its employees that the report constitutes an admission that the device, Mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank.Manufacturer¿s reference number:(b)(4).